Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
A fracture occurred in the iliac crest of the healthy leg where the anchoring pin was placed.

Manufacturer narrative:
This event is being reassessed as not reportable as there was no alleged malfunction of the device reported. There was no life-threatening injury resulting in permanent impairment/damage to a body part or structure, and the patient recovered with no medical/surgical intervention to preclude permanent impairment/damage to a body part or structure. A review of our physician approved risk tables, for excessive stress in bone, confirmed that the likelihood of any serious harm resulting from this incident is remote. Additionally, complaint history data for the past four years indicated there have been no reports of serious injury or death as a result of similar events with this device family. Therefore, this event is deemed not reportable.

Event description:
No new information.